Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The farawave catheter was inserted into the sheath and aspiration was performed, but air continued to come out of the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the sheath exhibited air during aspiration. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The farawave catheter was inserted into the sheath and aspiration was performed, but air continued to come out of the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, leakage testing, and microscope inspection. No abnormalities or defects were found on the exterior of the sheath. Sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. The reported clinical observations were confirmed by the analysis results.